Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were alerts due to ventricular noise from merlin.net. The noise was likely due to myopotentials and during follow up reprogramming was performed. The patient condition after the follow up was good.